Event description:
It was reported that this lead was capped and replaced due to oversensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes, as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 16-may-2024 and 10-jan-2025, recorded the rv pacing impedance initially at 500 ohms before in the end of august 2024 the impedance fell intermittently onto < 200 ohms. During the same time the rv pacing threshold - initially recorded at approximately 0.6v - was also recorded intermittently. The short-interval-counter rose from less than 50 short intervals per day in the beginning of august 2024 onto more than 250 short intervals per day in the end of the recorded period. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.